Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated the cine bridge board and cabling to the cine drive. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system exhibited an error followed by a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.